Event description:
Account reports one incident during a code situation, in which during removal of the needle on a pre-filled epinephrine syringe from an injection site, the injection site separated with the needle. Reporter stated the pt expired, however, added that the separation did not contribute to the death, due to pt, "blew a ventricle". Reporter added that the shrink band was blue, indicating the injection site was latex.